Manufacturer narrative:
The customer reported that after dropping the autopulse platform (sn (B)(6) ) during handling, it displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up. The reported ua07 advisory message was confirmed during archive data review and functional testing. The root cause of the ua07 was due to failed load cells, attributed to mishandling, being dropped. Visual inspection of the returned autopulse platform showed no physical damage. A review of the archive data showed multiple ua07 advisory messages around the customer's reported event date, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. The load cell characterization test revealed that both the platform's load cells were over-reporting, which caused the ua07 advisory messages. The failed load cells were replaced to remedy the fault. Subsequently, the autopulse platform was subjected to a run-in test using the large resuscitation test fixture (lrtf) with known-good batteries until discharged, and the platform passed the test without any fault or error. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. Another load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(6).

Manufacturer narrative:
**UDI related data quality updates only**.

Event description:
The customer reported that one of their nurses dropped the autopulse platform sn (B)(6) during handling. After the platform was dropped, it displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up. Per the customer, even when there is no weight on the platform, it displays the ua07 advisory message. No patient involvement.

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.